Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient came to the ER with hip dislocated. Patient was scheduled for revision. Patient had a primary total hip on (B)(6) 2019. Patient was very stable at the index operation. Patient had a previous spinal fusion which impacted her pelvic position. Patient moved in an extreme way and dislocated. Patient was revised to an mdm. Patient was stable. Operation was completed successfully. Update 18/april/2019 (B)(6): rep provided primary and revision implant sheets and reported no further information will be available.